Event description:
It was reported that the dexcom g7 cgm was not providing glucose readings on the ilet and displayed a prompt to connect the cgm or enter a blood glucose value, consistent with an intermittent communication failure between devices and involving the antenna/electrical and magnetic components. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Troubleshooting and education were completed, including toggling cgm types to restart the pairing process. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and the ilet consistent with intermittent communication failure and potentially involving the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.